Manufacturer narrative:
(B)(4). The analysis results found that the er320 instrument was returned with two jammed clips between the top shroud and the jaws; the top shroud was also noted to be damaged. In addition the jaws were noted to be yielded. In an attempt to replicate the reported incident, the jammed clips were removed in order to test the device for functionality. Upon testing, the clips were not properly fed into the jaws causing the clips to jam; the clips were caught between the jaws and top shroud due to the damage on the top shroud. In addition the device did not lock out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled; all the components were found to be in good condition, which indicates that the lockout failure was also due to the condition of the top shroud. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws of the device were not tight around the clip; the clip slid around. A second device was opened and the device jammed. A third device was opened and the case was completed with no patient consequences. There is no other information related to the event.